Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, was being used on (B)(6) 2021 during an unknown procedure and the ¿staff reported trocar swab tip slid off and became lodged in the trocar. Was removed with a grasper.¿ the procedure was completed with a 10 minute delay. There no was injury or impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on 2021-08-11 due to a system error. Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised the following: grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.